Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure of the foot (podiatry), it was observed that the electric pen drive device started to run on its own while in use with the cable device. According to the report, the event occurred before the devices were going to be used with the hand control device. It was reported that there was a two minute delay to the surgical procedure and a spare device was available for use to complete the procedure without any further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not stop running, an unknown liquid was found on motor/electronic control unit and a white substance was found on the shaft and the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow cleaning, sterilization, and/or maintenance procedures per the directions for use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.